Event description:
Customer reported via webform a premature adc sensor detachment. As a result, customer reported experiencing symptoms described as "tremblant, difficulty speaking, blurred vision," and was unable to self-treat. Customer received third-party intervention at home and was provided two pieces of sugar and jam as treatment. No further information provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.